Event description:
It was reported that the right atrial lead exhibited intermittent noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2016 due to oversensing. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was in stable condition post surgery. The patient's system was moved and implanted on the right side.